Manufacturer narrative:
A root cause could not be determined. Additional information for further investigation was requested but not provided.

Event description:
The customer received questionable results for intact human chorionic gonadotropin + the beta subunit (hcg+b) on one patient sample. The customer indicated the patient visited the "ER" on (B)(6) 2013. Both serum and urine were collected and both tested for hcg+b during the visit. The urine was tested by manual testing similar to a dipstick or home pregnancy test. The urine recovered a positive qualitative result, which was reported outside of the laboratory as positive, however, the medical staff erroneously documented the qualitative result as negative. The serum sample was run on the cobas e411 and recovered a result of < 1 miu/ml, which was reported outside of the laboratory. There is no information available if the result was accompanied by a data flag. The customer indicated the lis flagged the result with a flag that required a manual release by the tech. The serum sample result was not questioned by lab personnel or medical staff at the time the result was reported, and the sample was never repeated. The serum sample is no longer available for further testing. The patient was advised by medical staff that she may not be pregnant and was eventually released from the "ER". On (B)(6) 2014, the patient was seen at an associated clinic for an "ob" visit, at which time a new serum sample was collected. The hcg+b result was 187,000 miu/ml. The patient was confirmed pregnant and is currently being seen for prenatal care by an "ob" with no known ill effects from this issue. The customer deemed the urine result from (B)(6) 2013 to be the correct result. The customer indicated they have had no further issues with the instrument since this issue and refused to provide additional information and refused additional assistance.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.